Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with shortness of breath and driveline drainage. Blood cultures returned negative twice. A driveline infection was reported as it was positive for cornea. Chest x-ray was negative. Treatment was started with vancomycin and ceftriaxone. The patient remained on oral doxycycline pending infectious diseases follow up. No surgical intervention was to be performed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.